Manufacturer narrative:
Unit passed displacement test sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the formatted history file and then pump error 25 alarm due to connector resistance issue on the printed circuit board. Power management graph was abnormal due to connector resistance issue on the printed circuit board. After disconnecting and reconnecting the connector at the printed circuit board, the unit was monitor and functioned properly. Then the power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. Unit received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had called the week prior because she had received a pump error alarm. Troubleshooting was done and a pump rest was recommended. The customer¿s blood glucose is 123 mg/dl. She is calling back because she changed the battery and received a pump error alarm and a replace battery alarm. The insulin pump is being returned for analysis.